Event description:
It was reported through the litigation process that a vena cava filter was deployed in conjunction with trauma situation/motor vehicle accident. At some time post filter deployment, it was alleged the filter perforated the vena cava wall. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Subsequently few years post filter deployment, computed tomography (CT) revealed that there was an infrarenal inferior vena cava filter just above the iliac bifurcation. Some of the prongs of the filter appeared outside the confines of the inferior vena cava. Therefore, the investigation is inconclusive for the alleged perforation of the inferior vena cava (ivc) because based on the medical record provided, some of the prongs of the filter ¿appeared¿ outside the confines of the inferior vena cava. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: the patient status post multiple stab wounds to the abdomen was admitted to the hospital and underwent an emergency exploratory laparotomy. The patient was found to have neurological deficits and no surgical intervention was recommended. Approximately twelve days post admission, the patient was scheduled for vena cava filter placement. The femoral vein was accessed and the level of the medial veins were identified at the mid body of l2. The filter was successfully deployed at the body of l3. The catheter was removed and hemostasis was achieved. The patient tolerated the procedure well and was transferred to recovery in good condition. Approximately eighteen days post admission, the patient was discharged to rehabilitation. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. There was no specific deficiency alleged in the provided medical records. Therefore, the investigation is inconclusive for the alleged perforation as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: potential complications: - perforation or other acute or chronic damage of the ivc wall. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a vena cava filter was deployed successfully, the reason for the filter deployment was not provided. No alleged deficiency with the device was reported. No other information regarding this event was received. Patient status was not provided. New information received: it was reported a vena cava filter was deployed in conjunction with trauma situation/motor vehicle accident. After an unknown amount of time post filter deployment, it was alleged the filter perforated the vena cava wall. The filter has not been removed and no filter retrieval attempts were performed. Based on a review of the medical records received, the patient status post multiple stab wounds to the abdomen underwent an emergency exploratory laparotomy. Approximately twelve days post admission, the patient had a vena cava filter successfully deployed and hemostasis was achieved. The patient tolerated the procedure well and was transferred to recovery in good condition. Approximately eighteen days post admission, the patient was transferred to rehabilitation. No additional information was provided in the medical records received.